Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued h6 imdrf coding: health effect impact code - f2203.

Event description:
Healthcare professional reported a right exchange with no complaint against device. Healthcare professional later reported a right side rupture discovered during explant surgery. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right exchange with no complaint against device. Healthcare professional later reported a right side rupture discovered during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.